Event description:
Pt was implanted with zero-p implant construct at c5-6 on an unk date approx one year ago for an acdf. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to a non-fusion. Surgeon removed all hardware with the exception of one screw shaft that broke during the removal. The screw shaft remains in the pt's c6 vertebral body. Pt was revised with cr spacer and vectra plate construct. This is 3 of 5 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product code for this report is ove. This report is for 1 unknown zero-p implant. Operator of device was a health professional. Original implant date unknown peri-operative materials special. Unknown if initial reporter also sent report to FDA. This is report 3 of 6 for (B)(4). Reporter is a health professional.

Event description:
This is report 3 of 6 for (B)(4).